Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 3006705815-2024-01741. Additional information indicates that patient experienced ineffective therapy and patients doctor felt the lead was not positioned well. As a result, surgical intervention was undertaken on (B)(6) 2024 wherein ipg was explanted and replaced, and the lead was repositioned to address the issue.

Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that the patient¿s ipg had reached end of life. It is unknown if this occurred prematurely. As a result, surgical intervention may be undertaken to address the issue.